Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set got loose at the quick release due to which she had high blood glucose level. The site and pump location was patient's abdomen. The infusion had been in use for one day. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.